Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer's insulin pump inappropriately suspended due to a sensor glucose of 58 mg/dl and a blood glucose of 110 mg/dl. Troubleshooting did not occur and the customer already knew that he could call the 24-hour product helpline for troubleshooting. No products were returned or replaced.